Manufacturer narrative:
The delivery rod of a precise pro 9mm x 40mm rapid exchange (rx) self-expanding stent (ses) delivery system was depressed, which affected the conveying performance. Analysis of the returned device indicated the stent was received deployed approximately 3 mm. The procedure was completed by changing to another product and there was no patient injury. The intended procedure was for treatment of carotid stenosis. The intended lesion was located at the carotid bifurcation. The 80% occluded lesion was moderately calcified with no vessel tortuosity. The stent delivery system did not pass through any acute bends. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The procedure was completed by changing to another product and there was no patient injury. The device was returned for analysis. One non-sterile precise pro rx 9x40 was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, stent was received deployed approximately 3 mm. The shaft of the unit was observed bent approximately at 11 cm from the strain relief. Also, outer sheath was observed kinked approximately at 2 cm from the hub port. No other anomalies were observed. Per dimensional analysis, usable and outer sheath length of the unit couldn¿t be properly measured due to the bent condition of the unit, as received. Per functional analysis, deployment test of the stent was performed successfully; neither resistance nor any anomalies were observed during the test while deploying the stent. No damages were observed on the stent. A product history record (phr) review of lot 17899170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - damaged¿ was not confirmed since no damages were observed on the unit. Nevertheless, the stent was received deployed approximately 3 mm from the strain relief. Stent deployment test was performed successfully; neither resistance nor any anomalies were observed during the stent deployment. The cause of the partial deployment of the stent and the kink/bent condition observed on the shaft and outer sheath could not be conclusively determined. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics of an 80% occluded lesion with moderate calcification may have led to the observed conditions on the unit, as received. Additionally, it was concluded during the investigation conducted that the user reported noticing the ¿damage¿ during device preparation. If damage is noted on the device during device preparation, the instructions for use (IFU) states that the device should not be used. According to the instructions for use, which is not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Please note that the catalog number of the device in this report is not sold in the u.s. However, it is similar to other precise stents that are sold in the u.s.

Event description:
As reported, the delivery rod of 9 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was depressed, which affected the conveying performance. Analysis of the returned device indicated the stent was received deployed approximately 3 mm. The procedure was completed by changing to another product and there was no patient injury. The intended procedure was for treatment of carotid stenosis. The intended lesion was located at the carotid bifurcation. The 80% occluded lesion was moderately calcified with no vessel tortuosity. The stent delivery system did not pass through any acute bends. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The device will be returned for evaluation. The device was returned for analysis. One non-sterile precise pro rx 9x40 was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, stent was received deployed approximately 3 mm. The shaft of the unit was observed bent approximately at 11 cm from the strain relief. Also, outer sheath was observed kinked approximately at 2 cm from the hub port. No other anomalies were observed. Per dimensional analysis, usable and outer sheath length of the unit couldn¿t be properly measured due to the bent condition of the unit, as received. Per functional analysis, deployment test of the stent was performed successfully; neither resistance nor any anomalies were observed during the test while deploying the stent. No damages were observed on the stent. A product history record (phr) review of lot 17899170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - damaged¿ was not confirmed since no damages were observed on the unit. Nevertheless, the stent was received deployed approximately 3 mm from the strain relief. Stent deployment test was performed successfully; neither resistance nor any anomalies were observed during the stent deployment. The cause of the partial deployment of the stent and the kink/bent condition observed on the shaft and outer sheath could not be conclusively determined. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics of an 80% occluded lesion with moderate calcification may have led to the observed conditions on the unit, as received. Additionally, it was concluded during the investigation conducted that the user reported noticing the ¿damage¿ during device preparation. If damage is noted on the device during device preparation, the instructions for use (IFU) states that the device should not be used. According to the instructions for use, which is not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Please note that the catalog number of this device is not sold in the united states. However, it is similar to other precise stents that are sold in the u.s.